Event description:
The advocate stated her husband was in the hospital because his pump delivered too much insulin based on high blood readings on the contour next link 2.4. At 8:45am after receiving insulin dosage from the pump, he started to feel lost, could not walk or eat, was confused and disoriented. According to the meter's memory the reading around that time was 357mg/dl. He went to the hospital and received an IV treatment. Further information was not provided. The advocate was advised to return the strips for evaluation. New meter and strips were sent to the customer. Strip information was not provided.